Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000093-2007-00413. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance and vessel dissection occurred. The lesion being treated was located in the circumflex (cx) artery. Access was gained through the right femoral artery. Angiogram was preformed. The lesion was predilated with a 2.5x20 mm non-boston scientific balloon, inflated to 10 atms for 42 seconds. The physician placed the 2.75x24 mm taxus express2 drug eluting stent in the cx, 2 balloon inflations were made to 11 atms for 18 and 21 seconds. Upon removal, the physician experienced balloon withdrawal resistance, the mach1 guide catheter deep seated and caused a dissection, confirmed by an angiogram. The dissection was treated with a 3.00x20 mm taxus express2 drug eluting stent, inflated to 12 atms for 32 seconds and 14 atms for 18 seconds. Medications given pre-procedure: potassium; during the procedure: versed, fentanyl, angiomax, potassium, adenosine, ntg, zofran. No pt complications were reported. Pt status reported as "ok."